Event description:
It was reported that the patient was experiencing pain at the pocket site. It was also noted that the ipg was flipping out and was difficult to charge. The patient underwent a revision procedure wherein the ipg was relocated and remains implanted. The patient was doing well postoperatively.